Event description:
About four or five months after getting essure coils implanted all of this started: cramping, kidney stones, stomach swelling up to looking like 9 months pregnant, mentality problem, symptoms of pregnancy, feeling my organs moving around, premenopausal, loss of hair, metallic taste, no menses, and irregular periods, stress, one coil lost, fear, depression, muscle aches, mental pain and suffering. Extreme weight gain, loss of teeth, depression so bad I can't even leave my house because of the way I look it¿s humiliating and embarrassing. Hair turning gray, constipation, headaches, and I am still suffering. I want these things out, I can't afford to get them taken out.